Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; evolution and clinical relevance of common iliac artery seal zone after endovascular aortic aneurysm repair taneva et al, department of vascular and endovacular surgery. Fundación jiménez díaz university hospital, madrid, spain. Department of vascular and endovacular surgery. St. Franziskus hospital, münster, germany sagepub.com/journals-permissions. Doi: 10.1177/170853811983028. Exact date of event unknown. Date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms on an unknown dates. It was reported approximately 3 years post the index procedure follow up CT revealed the following adverse events; iliac diameter increase, iliac branch retraction and type ib enodleaks. Per the physician the cause of the events are undetermined. No additional clinical sequelae were reported and the patient is fine.